Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida I (date of birth: (B)(6) 2006), depression, hypertension, headache, gastric bypass, augmentation mammoplasty and cesarean section. She denies any history of cervical dysplasia. She denies any tobacco, alcohol, or drug use. On (B)(6) 2012, patient came for sono/ apart for menorrhagia. Explained dr. Out with sick child. Patient wants to schedule hysterectomy. On (B)(6) 2012, patients want to schedule hysterectomy in oct. Advised need wwe as well as emb. On (B)(6) 2012, surgical pathology report diagnosis: benign endometrial polyp. Gross description : specimen labeled : endometrium number of tissue pieces: multiple size/weight: aggregate o.8xo.7xo.2cm comments: filtered , entirely submitted. Mostly mucus. On (B)(6) 2012, preoperative and postoperative diagnosis: abnormal uteri ne bleeding procedure: diagnostic hysteroscopy/d&c/ thermochroic iii ablation findings: I . Normal uterine cavity, sounds to:7cm. On (B)(6) 2015, she had a sonogram showing uterus measuring 9 x 5 x 6 cm. Cervix: nabothian cysts with acute and chronic inflammation. Lower uterine segment: cesarean section scar with adenomyosis. Endometrium: proliferative phase partially ablated. Negative for endometritis, hyperplasia, atypia, or malignancy. Myometrium: leiomyomata (largest 3.2 cm). Serosa: endometriosis, adhesions, and sub serosal leiomyomata (up to 2.0 cm). Fallopian tubes: no pathologic abnormalities. Gross description: received in formalin, labeled ' uterus with bilateral fallopian tubes and cervix," is a misshapen uterus with three separate pieces of fallopian tube and no ovaries. The uterus measures 10.0 x 6.5 x 5.7 cm and weighs 123 grams. The serosal surface shows multiple posterior adhesions and six sub serosal nodules from 0.2 to 2.0 cm. The cervix is 4.7 x 4.2 cm and has a central 1.2 cm oval os. A 1 cm previous c-section scar is noted. The endometrium is partially ablated, 0.1 to 0.2 cm thick. Sections through the end myometrium reveal over a dozen leiomyomata ranging from 0.3 to 3.2 cm, two over 1.5 cm. Three pieces of fallopian tube, two with fimbriated ends range from 1.5 to 3.3 cm in length. Sections are submitted as follows: serosa, adhesions, sub serosal nodules and cul-de-sac - 1a-1 b; anterior and posterior cervix - 1c; c-section scar - 10; anterior and posterior end myometrium with leiomyomata -1e-1g; fallopian tubes - 1h. Procedures: robotic tlh with bilateral salpingectomy. Procedure performed: 1. Total laparoscopic hysterectomy with bilateral salpingectomy. 2. Lysis of adhesions. Findings: on examination under general anesthesia, the uterus noted to be midline, mobile, without masses. No adnexal masses. No parametrical masses. Cervix without nodularities. At the time of robotic surgery, the uterus was enlarged approximately 10 weeks' size with multiple fibroids. The ovaries and tubes were normal. There were omental adhesions to the anterior abdominal wall from the umbilicus to the pubic ramus. There were extensive bladder adhesions to the lower uterine segment. At the time of cystoscopy, the bladder urothelium was normal. There was no evidence of tumors, lesions, or masses. There was efflux through both ureteric orifices. Previously administered products included for birth control: oral pills from 2011 to 2012; for an unreported indication: microgestan, depo-provera, paxil and spironolactone. Concurrent conditions included parity 1 (date of birth: (B)(6) 2006), menorrhagia since (B)(6) 2012, fibroids since (B)(6) 2010, benign polyp of uterus since (B)(6) 2012, menometrorrhagia since (B)(6) 2015, uterine bleeding since (B)(6) 2015, uterine fibroids, pelvic pain, uterine fibroid, uterine bleeding since (B)(6) 2015 and pelvic adhesions. Concomitant products included paroxetine for anxiety and depression as well as anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 30 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("severe weight gain / weight gain") and hormone level abnormal ("hormonal changes") and experienced hot flush ("hot flashes"), night sweats ("night sweats"), mood altered ("mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety and depression (event split for coding)"), depression ("anxiety and depression (event split for coding)"), migraine ("migraines / headaches (event split for coding)"), headache ("migraines / headaches (event split for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mental disorder ("psychiatric problems"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"). On (B)(6) 2015, the patient experienced abdominal pain upper ("stomach cramping"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and bowel movement irregularity ("hard to have bowel movement"). The patient was treated with surgery (ablation and on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, vaginal discharge, alopecia and back pain had resolved and the menorrhagia, uterine haemorrhage, weight increased, hot flush, night sweats, mood altered, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, abdominal pain upper, hormone level abnormal and mental disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, menorrhagia, mental disorder, migraine, mood altered, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the uterus was sounded to a length .of 7cm. A rigid 5.5mm hysteroscope was placed inside the uterus using warmed sterile .saline for distending media. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique: at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 32-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I (date of birth: (B)(6) 2006), depression, hypertension, headache, gastric bypass, augmentation mammoplasty and cesarean section. She denies any history of cervical dysplasia. She denies any tobacco, alcohol, or drug use. Previously administered products included for birth control: oral pills from 2011 to 2012; for an unreported indication: microgestan on (B)(6) 2012, depo-provera on (B)(6) 2012, paxil and spironolactone. Concurrent conditions included parity 1 (date of birth: (B)(6) 2006), menorrhagia since (B)(6) 2012, fibroids since (B)(6) 2010, benign polyp of uterus since (B)(6) 2012, menometrorrhagia since (B)(6) -2015, uterine bleeding since 14-jul-2015, uterine fibroids, pelvic pain, uterine fibroid, uterine bleeding since (B)(6) 2015 and pelvic adhesions. Concomitant products included paroxetine for anxiety and depression as well as anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2012, 30 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced weight increased ("severe weight gain / weight gain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety and depression (event splitted for coding)"), depression ("anxiety and depression (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes") and mental disorder ("psychiatric problems"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced abdominal pain upper ("stomach cramming"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), mood altered ("mood changes"), urinary tract infection ("uti"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), bowel movement irregularity ("hard to have bowel movement") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, vaginal discharge, alopecia and back pain had resolved and the uterine haemorrhage, menorrhagia, weight increased, hot flush, night sweats, mood altered, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, abdominal pain upper, hormone level abnormal and mental disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, menorrhagia, mental disorder, migraine, mood altered, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the uterus was sounded to a length .of 7cm. A rigid 5.5mm hysteroscope was placed inside the uterus using warmed sterile .saline for distending media. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique: at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. On (B)(6) 2012, patient came for sono/ apart for menorrhagia. Explained dr. Out with sick child. Patient wants to scheduled hyst. On (B)(6) 2012, patients want to schedule hyst in oct. Advised need wwe as well as emb. On (B)(6) 2012, surgical pathology report diagnosis: benign endometrial polyp. Gross description : specimen labeled : endometrium number of tissue pieces: multiple size/weight: aggregate o.8xo.7xo.2cm comments: filtered , entirely submitted. Mostly mucus. On (B)(6) 2012, preoperative and postoperative diagnosis: abnormal uteri ne bleeding procedure: diagnostic hysteroscopy/d&c/ thermochroic iii ablation findings: I . Normal uterine cavity, sounds to:7cm on (B)(6) 2015, she had a sonogram showing uterus measuring 9 x 5 x 6 cm. Cervix: nabothian cysts with acute and chronic inflammation. Lower uterine segment: cesarean section scar with adenomyosis. Endometrium: proliferative phase partially ablated. Negative for endometritis, hyperplasia, atypia, or malignancy. Myometrium: leiomyomata (largest 3.2 cm). Serosa: endometriosis, adhesions, and sub serosal leiomyomata (up to 2.0 cm). Fallopian tubes: no pathologic abnormalities. Gross description: received in formalin, labeled ' uterus with bilateral fallopian tubes and cervix," is a misshapen uterus with three separate pieces of fallopian tube and no ovaries. The uterus measures 10.0 x 6.5 x 5.7 cm and weighs 123 grams. The serosal surface shows multiple posterior adhesions and six sub serosal nodules from 0.2 to 2.0 cm. The cervix is 4.7 x 4.2 cm and has a central 1.2 cm oval os. A 1 cm previous c-section scar is noted. The endometrium is partially ablated, 0.1 to 0.2 cm thick. Sections through the end myometrium reveal over a dozen leiomyomata ranging from 0.3 to 3.2 cm, two over 1.5 cm. Three pieces of fallopian tube, two with fimbriated ends range from 1.5 to 3.3 cm in length. Sections are submitted as follows: serosa, adhesions, sub serosal nodules and cul-de-sac - 1a-1 b; anterior and posterior cervix - 1c; c-section scar - 10; anterior and posterior end myometrium with leiomyomata -1e-1g; fallopian tubes - 1h. Procedures: robotic tlh with bilateral salpingectomy. Procedure performed: 1. Total laparoscopic hysterectomy with bilateral . Salpingectomy. 2. Lysis of adhesions. Findings: on examination under general anesthesia, the uterus noted to be midline, mobile, without masses. No adnexal masses. No parametrical masses. Cervix without nodularities. At the time of robotic surgery, the uterus was enlarged approximately 10 weeks' size with multiple fibroids. The ovaries and tubes were normal. There were omental adhesions to the anterior abdominal wall from the umbilicus to the pubic ramus. There were extensive bladder dhesions to the lower uterine segment. At the time of cystoscopy, the bladder urothelium was normal. There was no evidence of tumors, lesions, or masses. There was efflux through both ureteric orifices . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression and headache. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Events per pfs: hormonal changes and psychiatric problems. Outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 32-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida I (date of birth: (B)(6) 2006), depression, hypertension, headache, gastric bypass, augmentation mammoplasty and cesarean section. She denies any history of cervical dysplasia. She denies any tobacco, alcohol, or drug use. On (B)(6) 2012, patient came for sono/ apart for menorrhagia. Explained dr. Out with sick child. Patient wants to scheduled hyst. On (B)(6) 2012: patients want to schedule hyst in oct. Advised need we as well as emb. On (B)(6) 2012,: surgical pathology report: diagnosis: benign endometrial polyp. Gross description : specimen labeled : endometrium number of tissue pieces: multiple size/weight: aggregate o.8xo.7xo.2cm comments: filtered , entirely submitted. Mostly mucus. On (B)(6) 2012: preoperative and postoperative diagnosis: abnormal uterine bleeding procedure: diagnostic hysteroscopy/d&c/ thermochroic iii ablation findings: I . Normal uterine cavity, sounds to:7cm on (B)(6) 2015, she had a sonogram showing uterus measuring 9 x 5 x 6 cm. Cervix: nabothian cysts with acute and chronic inflammation. Lower uterine segment: cesarean section scar with adenomyosis. Endometrium: proliferative phase partially ablated. Negative for endometritis, hyperplasia, atypia, or malignancy. Myometrium: leiomyomata (largest 3.2 cm). Serosa: endometriosis, adhesions, and sub serosal leiomyomata (up to 2.0 cm). Fallopian tubes: no pathologic abnormalities. Gross description: received in formalin, labeled ' uterus with bilateral fallopian tubes and cervix," is a misshapen uterus with three separate pieces of fallopian tube and no ovaries. The uterus measures 10.0 x 6.5 x 5.7 cm and weighs 123 grams. The serosal surface shows multiple posterior adhesions and six sub serosal nodules from 0.2 to 2.0 cm. The cervix is 4.7 x 4.2 cm and has a central 1.2 cm oval os. A 1 cm previous c-section scar is noted. The endometrium is partially ablated, 0.1 to 0.2 cm thick. Sections through the end myometrium reveal over a dozen leiomyomata ranging from 0.3 to 3.2 cm, two over 1.5 cm. Three pieces of fallopian tube, two with fimbriated ends range from 1.5 to 3.3 cm in length. Sections are submitted as follows: serosa, adhesions, sub serosal nodules and cul-de-sac - 1a-1 b; anterior and posterior cervix - 1c; c-section scar - 10; anterior and posterior end myometrium with leiomyomata -1e-1g; fallopian tubes - 1h. Procedures: robotic tlh with bilateral salpingectomy. Procedure performed: 1. Total laparoscopic hysterectomy with bilateral salpingectomy. 2. Lysis of adhesions. Findings: on examination under general anesthesia, the uterus noted to be midline, mobile, without masses. No adnexal masses. No parametrical masses. Cervix without nodularities. At the time of robotic surgery, the uterus was enlarged approximately 10 weeks' size with multiple fibroids. The ovaries and tubes were normal. There were omental adhesions to the anterior abdominal wall from the umbilicus to the pubic ramus. There were extensive bladder adhesions to the lower uterine segment. At the time of cystoscopy, the bladder urothelium was normal. There was no evidence of tumors, lesions, or masses. There was efflux through both ureteric orifices. Previously administered products included for birth control: oral pills from 2011 to 2012; for an unreported indication: microgestan, depo-provera, paxil and spironolactone. Concurrent conditions included uterine bleeding since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, uterine bleeding since (B)(6) 2015, benign polyp of uterus since (B)(6) 2012, menorrhagia since (B)(6) 2012, fibroids since (B)(6) 2010, parity 1 (date of birth: (B)(6) 2006), uterine fibroids, pelvic pain, uterine fibroid and pelvic adhesions. Concomitant products included paroxetine for anxiety and depression as well as anesthetics. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 30 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("severe weight gain / weight gain") and hormone level abnormal ("hormonal changes") and experienced hot flush ("hot flashes"), night sweats ("night sweats"), mood altered ("mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety and depression (event splitted for coding)"), depression ("anxiety and depression (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mental disorder ("psychiatric problems"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced abdominal pain upper ("stomach cramping"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and bowel movement irregularity ("hard to have bowel movement"). The patient was treated with surgery (ablation and on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, alopecia and back pain had resolved and the uterine haemorrhage, weight increased, hot flush, night sweats, mood altered, cystitis, urinary tract infection, vaginal infection, anxiety, depression, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, abdominal pain upper, hormone level abnormal and mental disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, menorrhagia, mental disorder, migraine, mood altered, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the uterus was sounded to a length .of 7cm. A rigid 5.5mm hysteroscope was placed inside the uterus using warmed sterile .saline for distending media. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique: at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Current weight 250 lbs. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of menorrhagia, vaginal hemorrhage were updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 32-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test no". The patient's medical history included gravida I (date of birth: (B)(6) 2006), depression, hypertension, headache, gastric bypass, augmentation mammoplasty and cesarean section. She denies any history of cervical dysplasia. She denies any tobacco, alcohol, or drug use. On (B)(6) 2012, patient came for sono/ apart for menorrhagia. Explained dr. Out with sick child. Patient wants to scheduled hyst. On (B)(6) 2012: patients want to schedule hyst in oct. Advised need wwe as well as emb. On (B)(6)2012,: surgical pathology report: diagnosis: benign endometrial polyp. Gross description : specimen labeled : endometrium number of tissue pieces: multiple size/weight: aggregate o.8xo.7xo.2cm comments: filtered , entirely submitted. Mostly mucus. On (B)(6) 2012: preoperative and postoperative diagnosis: abnormal uteri ne bleeding procedure: diagnostic hysteroscopy/d&c/ thermochroic iii ablation findings: I . Normal uterine cavity, sounds to:7cm. On (B)(6) 2015, she had a sonogram showing uterus measuring 9 x 5 x 6 cm. Cervix: nabothian cysts with acute and chronic inflammation. Lower uterine segment: cesarean section scar with adenomyosis. Endometrium: proliferative phase partially ablated. Negative for endometritis, hyperplasia, atypia, or malignancy. Myometrium: leiomyomata (largest 3.2 cm). Serosa: endometriosis, adhesions, and sub serosal leiomyomata (up to 2.0 cm). Fallopian tubes: no pathologic abnormalities. Gross description: received in formalin, labeled ' uterus with bilateral fallopian tubes and cervix," is a misshapen uterus with three separate pieces of fallopian tube and no ovaries. The uterus measures 10.0 x 6.5 x 5.7 cm and weighs 123 grams. The serosal surface shows multiple posterior adhesions and six sub serosal nodules from 0.2 to 2.0 cm. The cervix is 4.7 x 4.2 cm and has a central 1.2 cm oval os. A 1 cm previous c-section scar is noted. The endometrium is partially ablated, 0.1 to 0.2 cm thick. Sections through the end myometrium reveal over a dozen leiomyomata ranging from 0.3 to 3.2 cm, two over 1.5 cm. Three pieces of fallopian tube, two with fimbriated ends range from 1.5 to 3.3 cm in length. Sections are submitted as follows: serosa, adhesions, sub serosal nodules and cul-de-sac - 1a-1 b; anterior and posterior cervix - 1c; c-section scar - 10; anterior and posterior end myometrium with leiomyomata -1e-1g; fallopian tubes - 1h. Procedures: robotic tlh with bilateral salpingectomy. Procedure performed: total laparoscopic hysterectomy with bilateral salpingectomy. Lysis of adhesions. Findings: on examination under general anesthesia, the uterus noted to be midline, mobile, without masses. No adnexal masses. No parametrical masses. Cervix without nodularities. At the time of robotic surgery, the uterus was enlarged approximately 10 weeks' size with multiple fibroids. The ovaries and tubes were normal. There were omental adhesions to the anterior abdominal wall from the umbilicus to the pubic ramus. There were extensive bladder dhesions to the lower uterine segment. At the time of cystoscopy, the bladder urothelium was normal. There was no evidence of tumors, lesions, or masses. There was efflux through both ureteric orifices. Previously administered products included for birth control: oral pills from 2011 to 2012; for an unreported indication: microgestan, depo-provera, paxil and spironolactone. Concurrent conditions included uterine bleeding since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, uterine bleeding since (B)(6) 2015, benign polyp of uterus since (B)(6) 2012, menorrhagia since (B)(6) 2012, fibroids since (B)(6) 2010, parity 1 (date of birth: dob: (B)(6) 2006), uterine fibroids, pelvic pain, uterine fibroid and pelvic adhesions. Concomitant products included paroxetine for anxiety and depression as well as anesthetics. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 30 days after insertion of essure. In november 2012, the patient was found to have weight increased ("severe weight gain / weight gain") and hormone level abnormal ("hormonal changes") and experienced hot flush ("hot flashes"), night sweats ("night sweats"), mood altered ("mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety and depression (event splitted for coding)"), depression ("anxiety and depression (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mental disorder ("psychiatric problems"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced abdominal pain upper ("stomach cram12ing"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and bowel movement irregularity ("hard to have bowel movement"). The patient was treated with surgery (ablation and on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, alopecia and back pain had resolved and the uterine haemorrhage, weight increased, hot flush, night sweats, mood altered, cystitis, urinary tract infection, vaginal infection, anxiety, depression, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, abdominal pain upper, hormone level abnormal and mental disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, menorrhagia, mental disorder, migraine, mood altered, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the uterus was sounded to a length .of 7cm. A rigid 5.5mm hysteroscope was placed inside the uterus using warmed sterile .saline for distending media. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique: at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Current weight 250 lbs. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression and headache. Lot number:958703 manufacturing date: 2012-02 expiration date:2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 32-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida I (date of birth: (B)(6) 2006), depression, hypertension, headache, gastric bypass, augmentation mammoplasty, cesarean section, bleeding genital and d & c. She denies any history of cervical dysplasia. She denies any tobacco, alcohol, or drug use. On (B)(6) 2012, patient came for sono/ apart for menorrhagia. Explained dr. Out with sick child. Patient wants to scheduled hyst. On (B)(6) 2012: patients want to schedule hyst in oct. Advised need wwe as well as emb. On (B)(6) 2012,: surgical pathology report: diagnosis: benign endometrial polyp. Gross description : specimen labeled : endometrium number of tissue pieces: multiple size/weight: aggregate o.8xo.7xo.2cm comments: filtered , entirely submitted. Mostly mucus. On (B)(6) 2012: preoperative and postoperative diagnosis: abnormal uteri ne bleeding procedure: diagnostic hysteroscopy/d&c/ thermochroic iii ablation findings: I . Normal uterine cavity, sounds to:7cm. On (B)(6) 2015, she had a sonogram showing uterus measuring 9 x 5 x 6 cm. Cervix: nabothian cysts with acute and chronic inflammation. Lower uterine segment: cesarean section scar with adenomyosis. Endometrium: proliferative phase partially ablated. Negative for endometritis, hyperplasia, atypia, or malignancy. Myometrium: leiomyomata (largest 3.2 cm). Serosa: endometriosis, adhesions, and sub serosal leiomyomata (up to 2.0 cm). Fallopian tubes: no pathologic abnormalities. Gross description: received in formalin, labeled ' uterus with bilateral fallopian tubes and cervix," is a misshapen uterus with three separate pieces of fallopian tube and no ovaries. The uterus measures 10.0 x 6.5 x 5.7 cm and weighs 123 grams. The serosal surface shows multiple posterior adhesions and six sub serosal nodules from 0.2 to 2.0 cm. The cervix is 4.7 x 4.2 cm and has a central 1.2 cm oval os. A 1 cm previous c-section scar is noted. The endometrium is partially ablated, 0.1 to 0.2 cm thick. Sections through the end myometrium reveal over a dozen leiomyomata ranging from 0.3 to 3.2 cm, two over 1.5 cm. Three pieces of fallopian tube, two with fimbriated ends range from 1.5 to 3.3 cm in length. Sections are submitted as follows: serosa, adhesions, sub serosal nodules and cul-de-sac - 1a-1 b; anterior and posterior cervix - 1c; c-section scar - 10; anterior and posterior end myometrium with leiomyomata -1e-1g; fallopian tubes - 1h. Procedures: robotic tlh with bilateral salpingectomy. Procedure performed: 1. Total laparoscopic hysterectomy with bilateral salpingectomy. 2. Lysis of adhesions. Findings: on examination under general anesthesia, the uterus noted to be midline, mobile, without masses. No adnexal masses. No parametrical masses. Cervix without nodularities. At the time of robotic surgery, the uterus was enlarged approximately 10 weeks' size with multiple fibroids. The ovaries and tubes were normal. There were omental adhesions to the anterior abdominal wall from the umbilicus to the pubic ramus. There were extensive bladder dhesions to the lower uterine segment. At the time of cystoscopy, the bladder urothelium was normal. There was no evidence of tumors, lesions, or masses. There was efflux through both ureteric orifices. Previously administered products included for birth control: oral pills from 2011 to 2012; for an unreported indication: microgestan, depo-provera, paxil and spironolactone. Concurrent conditions included uterine bleeding since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, uterine bleeding since (B)(6) 2015, benign polyp of uterus since (B)(6) 2012, menorrhagia since (B)(6) 2012, fibroids since (B)(6) 2010, parity 1 (date of birth: (B)(6) 2006), uterine fibroids, pelvic pain, uterine fibroid and pelvic adhesions. Concomitant products included paroxetine for anxiety and depression as well as anesthetics. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 30 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("severe weight gain / weight gain") and hormone level abnormal ("hormonal changes") and experienced hot flush ("hot flashes"), night sweats ("night sweats"), mood altered ("mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety and depression (event splitted for coding)"), depression ("anxiety and depression (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mental disorder ("psychiatric problems"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced abdominal pain upper ("stomach cram12ing"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and bowel movement irregularity ("hard to have bowel movement"). The patient was treated with surgery (ablation and on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, alopecia and back pain had resolved and the uterine haemorrhage, weight increased, hot flush, night sweats, mood altered, cystitis, urinary tract infection, vaginal infection, anxiety, depression, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, abdominal pain upper, hormone level abnormal and mental disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, menorrhagia, mental disorder, migraine, mood altered, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the uterus was sounded to a length .of 7cm. A rigid 5.5mm hysteroscope was placed inside the uterus using warmed sterile .saline for distending media. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique: at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Current weight 250 lbs. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression and headache. Lot number:958703 manufacturing date: 2012-02 expiration date:2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: mr received: medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 32-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida I (date of birth: (B)(6) 2006), depression, hypertension, headache, gastric bypass, augmentation mammoplasty and cesarean section. She denies any history of cervical dysplasia. She denies any tobacco, alcohol, or drug use. On (B)(6) 2012, patient came for sono/ apart for menorrhagia. Explained dr. Out with sick child. Patient wants to scheduled hyst. On (B)(6) 2012: patients want to schedule hyst in oct. Advised need wwe as well as emb. On (B)(6) 2012, surgical pathology report: diagnosis: benign endometrial polyp. Gross description : specimen labeled : endometrium number of tissue pieces: multiple size/weight: aggregate o.8xo.7xo.2cm comments: filtered , entirely submitted. Mostly mucus. On (B)(6) 2012: preoperative and postoperative diagnosis: abnormal uteri ne bleeding procedure: diagnostic hysteroscopy/d&c/ thermochroic iii ablation findings: normal uterine cavity, sounds to:7cm on (B)(6) 2015, she had a sonogram showing uterus measuring 9 x 5 x 6 cm. Cervix: nabothian cysts with acute and chronic inflammation. Lower uterine segment: cesarean section scar with adenomyosis. Endometrium: proliferative phase partially ablated. Negative for endometritis, hyperplasia, atypia, or malignancy. Myometrium: leiomyomata (largest 3.2 cm). Serosa: endometriosis, adhesions, and sub serosal leiomyomata (up to 2.0 cm). Fallopian tubes: no pathologic abnormalities. Gross description: received in formalin, labeled ' uterus with bilateral fallopian tubes and cervix," is a misshapen uterus with three separate pieces of fallopian tube and no ovaries. The uterus measures 10.0 x 6.5 x 5.7 cm and weighs 123 grams. The serosal surface shows multiple posterior adhesions and six sub serosal nodules from 0.2 to 2.0 cm. The cervix is 4.7 x 4.2 cm and has a central 1.2 cm oval os. A 1 cm previous c-section scar is noted. The endometrium is partially ablated, 0.1 to 0.2 cm thick. Sections through the end myometrium reveal over a dozen leiomyomata ranging from 0.3 to 3.2 cm, two over 1.5 cm. Three pieces of fallopian tube, two with fimbriated ends range from 1.5 to 3.3 cm in length. Sections are submitted as follows: serosa, adhesions, sub serosal nodules and cul-de-sac - 1a-1 b; anterior and posterior cervix - 1c; c-section scar - 10; anterior and posterior end myometrium with leiomyomata -1e-1g; fallopian tubes - 1h. Procedures: robotic tlh with bilateral salpingectomy. Procedure performed: 1. Total laparoscopic hysterectomy with bilateral salpingectomy. 2. Lysis of adhesions. Findings: on examination under general anesthesia, the uterus noted to be midline, mobile, without masses. No adnexal masses. No parametrical masses. Cervix without nodularities. At the time of robotic surgery, the uterus was enlarged approximately 10 weeks' size with multiple fibroids. The ovaries and tubes were normal. There were omental adhesions to the anterior abdominal wall from the umbilicus to the pubic ramus. There were extensive bladder dhesions to the lower uterine segment. At the time of cystoscopy, the bladder urothelium was normal. There was no evidence of tumors, lesions, or masses. There was efflux through both ureteric orifices. Previously administered products included for birth control: oral pills from 2011 to 2012; for an unreported indication: microgestan, depo-provera, paxil and spironolactone. Concurrent conditions included uterine bleeding since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, uterine bleeding since (B)(6) 2015, benign polyp of uterus since (B)(6) 2012, menorrhagia since (B)(6) 2012, fibroids since (B)(6) 2010, parity 1 (date of birth: (B)(6) 2006), uterine fibroids, pelvic pain, uterine fibroid and pelvic adhesions. Concomitant products included paroxetine for anxiety and depression as well as anesthetics. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), 30 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("severe weight gain / weight gain") and hormone level abnormal ("hormonal changes") and experienced hot flush ("hot flashes"), night sweats ("night sweats"), mood altered ("mood changes"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("uti"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety and depression (event splitted for coding)"), depression ("anxiety and depression (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mental disorder ("psychiatric problems"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2015, the patient experienced abdominal pain upper ("stomach cram12ing"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and bowel movement irregularity ("hard to have bowel movement"). The patient was treated with surgery (ablation and on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia, vaginal discharge, alopecia and back pain had resolved and the uterine haemorrhage, weight increased, hot flush, night sweats, mood altered, cystitis, urinary tract infection, vaginal infection, anxiety, depression, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, abdominal pain upper, hormone level abnormal and mental disorder outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hot flush, menorrhagia, mental disorder, migraine, mood altered, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the uterus was sounded to a length .of 7cm. A rigid 5.5mm hysteroscope was placed inside the uterus using warmed sterile .saline for distending media. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique: at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Current weight 250 lbs. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of menorrhagia, vaginal hemorrhage were updated as recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in a 32-year-old female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I (date of birth: (B)(6) 2006), depression, hypertension, headache, gastric bypass, augmentation mammoplasty and cesarean section. She denies any history of cervical dysplasia. She denies any tobacco, alcohol, or drug use. Previously administered products included for birth control: oral pills from 2011 to 2012; for an unreported indication: microgestan on (B)(6) 2012, depo-provera on (B)(6) 2012, paxil and spironolactone. Concurrent conditions included parity 1 (date of birth: (B)(6) 2006), menorrhagia since (B)(6) 2012, fibroids since (B)(6) 2010, benign polyp of uterus since (B)(6) 2012, menometrorrhagia since (B)(6) 2015, uterine bleeding since (B)(6) 2015, uterine fibroids, pelvic pain, uterine fibroid, uterine bleeding since (B)(6) 2015 and pelvic adhesions. Concomitant products included paroxetine for anxiety and depression as well as anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2012, 30 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced weight increased ("severe weight gain / weight gain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("anxiety and depression (event splitted for coding)"), depression ("anxiety and depression (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced abdominal pain upper ("stomach cram12ing"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), mood altered ("mood changes"), urinary tract infection ("uti"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), bowel movement irregularity ("hard to have bowel movement") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent total hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, vaginal discharge and alopecia had resolved and the uterine haemorrhage, menorrhagia, weight increased, hot flush, night sweats, mood altered, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, depression, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, bowel movement irregularity, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the uterus was sounded to a length .of 7cm. A rigid 5.5mm hysteroscope was placed inside the uterus using warmed sterile .saline for distending media. The cornua of the uterus were identified on both sides. The essure micro-implants were placed in both cornua using standard technique: at the end of the procedure, the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. On (B)(6) 2012, patient came for sono/ apart for menorrhagia. Explained dr. Out with sick child. Patient wants to scheduled hyst. On (B)(6) 2012, patients want to schedule hyst in oct. Advised need wwe as well as emb. On (B)(6) 2012, surgical pathology report diagnosis: benign endometrial polyp. Gross description : specimen labeled : endometrium number of tissue pieces: multiple size/weight: aggregate o.8xo.7xo.2cm comments: filtered , entirely submitted. Mostly mucus. On (B)(6) 2012, preoperative and postoperative diagnosis: abnormal uteri ne bleeding procedure: diagnostic hysteroscopy/d&c/ thermochroic iii ablation findings: I . Normal uterine cavity, sounds to:7cm. On (B)(6) 2015, she had a sonogram showing uterus measuring 9 x 5 x 6 cm. Cervix: nabothian cysts with acute and chronic inflammation. Lower uterine segment: cesarean section scar with adenomyosis. Endometrium: proliferative phase partially ablated. Negative for endometritis, hyperplasia, atypia, or malignancy. Myometrium: leiomyomata (largest 3.2 cm). Serosa: endometriosis, adhesions, and sub serosal leiomyomata (up to 2.0 cm). Fallopian tubes: no pathologic abnormalities. Gross description: received in formalin, labeled ' uterus with bilateral fallopian tubes and cervix," is a misshapen uterus with three separate pieces of fallopian tube and no ovaries. The uterus measures 10.0 x 6.5 x 5.7 cm and weighs 123 grams. The serosal surface shows multiple posterior adhesions and six sub serosal nodules from 0.2 to 2.0 cm. The cervix is 4.7 x 4.2 cm and has a central 1.2 cm oval os. A 1 cm previous c-section scar is noted. The endometrium is partially ablated, 0.1 to 0.2 cm thick. Sections through the end myometrium reveal over a dozen leiomyomata ranging from 0.3 to 3.2 cm, two over 1.5 cm. Three pieces of fallopian tube, two with fimbriated ends range from 1.5 to 3.3 cm in length. Sections are submitted as follows: serosa, adhesions, sub serosal nodules and cul-de-sac - 1a-1 b; anterior and posterior cervix - 1c; c-section scar - 10; anterior and posterior end myometrium with leiomyomata -1e-1g; fallopian tubes - 1h. Procedures: robotic tlh with bilateral salpingectomy procedure performed: 1. Total laparoscopic hysterectomy with bilateral salpingectomy. 2. Lysis of adhesions findings: on examination under general anesthesia, the uterus noted to be midline, mobile, without masses. No adnexal masses. No parametrical masses. Cervix without nodularities. At the time of robotic surgery, the uterus was enlarged approximately 10 weeks' size with multiple fibroids. The ovaries and tubes were normal. There were omental adhesions to the anterior abdominal wall from the umbilicus to the pubic ramus. There were extensive bladder dhesions to the lower uterine segment. At the time of cystoscopy, the bladder urothelium was normal. There was no evidence of tumors, lesions, or masses. There was efflux through both ureteric orifices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, depression and headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patients details, historical condition, historical drug, concomitant disease, concomitant drugs and unstructured relevant tests were added. Hormonal changes d describe: severe weight gain /weight gain / loss specify which one: weight gain, hot flashes, night sweats, mood changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety and depression, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: stomach cram12ing, hard to have bowel movement, hair loss, lower back pain and did you undergo an essure confirmation test? No were added as events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.